Manufacturer narrative:
(B)(4) . The alleged faulty user interface module was received by carefusion on (B)(6) 2015 and routed to the service department for evaluation. The service department evaluated the user interface module was able to duplicate the reported event. The control printed board assembly (pcba), was isolated as the root cause fo the reported event. The control printed board assembly was replaced and user interface module testing was performed, before the device was shipped back to the distributor.

Event description:
The following event was reported by a foreign distributor in (B)(4). The distributor reported that the screen information gets distorted after the screen has been on for a while and eventually the screen turn white. This event occurred during preventative maintenance (there was no patient involvement). The distributor requested that they return the user interface module for repairs.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim control pcba and confirmed blank screen and the pcba would not accept a loading of the boot loader. After a visual inspection of the pcba u501 leads, which is the plcc socket, were found to have been physically pulled forcefully off of the mating pads causing an electrical disconnect in the circuitry. Findings/root-cause: physically damaged plcc socket receptacle caused multiple open¿s in the circuit and not allowing boot loader to load to correct blank screen issue.